Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: deformation and weight to the spec. A visual analysis was performed which identified: creases fold. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. The device was explanted.